Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device was explanted due to valvular endocarditis. No further patient complications have been reported asa result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analysis no anomalies.